Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2018 with the following findings: review of the black box revealed ¿no cartridge detected¿ warning on (B)(6) 2018 at 18:18. On investigation, the pump successfully performed rewind, load and prime steps. The pump was evaluated and determined to be detecting correct force. The pump was exercised for 24 hours without any errors, alarms or warnings duplicated. The force sensor was found to be within specifications. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue; the pump emitted a "no cartridge" alarm. The reporter declined to participate in troubleshooting of the alarm. There was no claim that the pump was unable to delivery insulin to the patient. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.